Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming failed battery test. Customer stated the alarm persisted everytime they inserted the battery. It was also reported the customer was using a used battery. The customer's blood glucose was 155 mg/dl at the time of incident. It was also found the customer had a weak battery alarm. The customer declined to troubleshoot for the alarms. The insulin pump will not be returned for analysis.